Manufacturer narrative:
(B)(4). The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were noise markers on the presenting electrogram (egm). The noise had been occurring for three months. It was noted the patient had a left ventricular assist device. Boston scientific technical services (ts) was consulted and discussed programming options. Two months later the subcutaneous implantable cardioverter defibrillator (s-ICD) and a portion of the electrode were returned from an unknown source. The field representative reached out to the clinic and was notified that the cause of the revision procedure was due to was amplitude changes when patient moved into a certain position. Another manufacturer's implantable cardioverter defibrillator (ICD) system was subsequently implanted.